Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. Medical records and operative images were provided for clinical assessment and were reviewed by a clinical specialist with the following impression: there were suboptimal medical records and imaging studies provided for this assessment. Product appropriateness could not be assessed. There appeared to be adequate overlap post the index procedure. The endoleak was substantiated, as well as the secondary procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, a root cause could not be conclusively determined with available information.

Event description:
It was reported that approximately three months post-implant of a bifurcated device, a suprarenal aortic extension and limb extensions, a computed tomography scan identified an endoleak between the aortic extension and the bifurcated device. The physician treated the patient with an infrarenal aortic extension, which corrected the endoleak. Reportedly, the patient presented with angulated neck. The patient tolerated the procedure well.